Event description:
It was reported that during a robotic hysterectomy procedure, the jaws were sticking and when closed the movable jaw broke off. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. It is possible that the user encounter difficulty on opening or closing the device due to jaw damage prior to the jaw detaching. Due to the returned condition of the instrument, it could not be tested for the reported issue of the jaws sticking. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.